Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she could not press any of the buttons on the insulin pump. The insulin pump alarmed button error and then did a self-test. The insulin pump woke the customer up by vibrating. The insulin pump was suspended. The customer was not receiving insulin and was unable to unsuspended the insulin pump. Customer's blood glucose level was 204 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.